Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had battery site discomfort. The patient noted that they had some falls. Pt wanted device explanted. The noted that it always helped with her pain, but the battery site felt like it was perturbing/¿corners¿ sticking out/causing pain. The device was explanted, and the patient did not want a new implant.